Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii "radial folds inside the implants", ¿minimal amount of liquid around them". The device remains implanted. Patient reported capsular contracture, baker grade IV, with "pain" and "hardening" and that removal was suggested due to "lymphoma and the recall."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, h6.

Event description:
Further reported was "signs of rotation of right implant".